Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user stopped the ablation and elected to push the probe deeper into what looked like more solid tissue. The user decreased the firing power to 78% firing power but this did not help dissipate the blue pixels; they were apparent at the same level throughout the case. The user came off the foot pedal and the blue pixels slowly dissipated. The result of the blue pixels was a lack of confidence in the accuracy of the thermal dose threshold (tdt) lines that the user stopped shot of a complete ablation. There were no patient complications reported in relation to this event.